Manufacturer narrative:
The insulin pump was received with button error alarms due to moisture damage on keypad traces. The device had a scratched lcd window, cracked belt clip slot at battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 14.6 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.